Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The lesion being treated was located in the left anterior descending (lad) artery. While the physician was attempting to place the 3.00x16 mm taxus express2 drug eluting stent, the stent separated from the delivery system, but was still on the wire in the lad. The physician deployed the stent in the lad using a 1.5 mm balloon. No pt complications were reported. Pt status reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.